Event description:
Event description guidant received information that when the local guidant representative removed this boxed implantable cardioverter defibrillator (ICD) from storage mode, it had a monitoring voltage of 2.59 volts. The device was not implanted and was returned to guidant for analysis.